Event description:
As reported, during an umbilical hernia repair procedure on (B)(6) 2024, patient was implanted with a ventralex mesh. It was reported that patient developed tremors, chills, fatigue, nausea day after surgery and 3 days later developed itching across abdomen constantly and rash which was not seen on exam one week post op, but scratch marks were noted. It was also reported that patient had some drainage and erythema of the umbilicus that has improved with antibiotics and also complaining of increased bloating and bowel frequency. It was reported that patient was allergic to gluten and surgeon was unsure that reported issue was related to the mesh.

Manufacturer narrative:
As reported, post-implant of the ventralex mesh, patient experienced fatigue, tremors, itching, erythema. Based on the information provided at this time, no conclusion can be made as to the degree to which the device, may be causing or contributing the patient¿s reported symptoms. A sample mesh has been provided for reactivity testing and the results have been requested. The testing has not been scheduled yet. When/if the results of the testing are provided a supplemental MDR will be submitted to document the results. Allergic reaction is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use, supplied with the device as a possible complication. Review of manufacturing records confirms the product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in august 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.